Event description:
Per contact, the user did one brushing. When patient did the second brushing, the device broke off approximately six inches from the tip in patient's right upper lobe of the lung. This was noticed when the staff pulled the scope and brush out of the patient, but the md still visualized part of the brush in the patient. The brush tip was retrieved with a biopsy forcep. An olympus bfp240 scope was used.